Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, haptic was broken and in surgeon's opinion the event was caused by lens loaded incorrectly or not the right lens loader or the lens loader bent. Lens had to be cut out of the patient's eye and the surgery was completed on the same day. There was no patient harm. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a bent lens loader therefore, the condition of the product could not be verified. No lot number was identified with this complaint, therefore a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).